Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken striated on radius side assessed as surgical damage. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ double capsule: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ yellow particles on the surface of the shell.

Event description:
Healthcare professional reported left side "ruptured and incapsulated device, 4 baker grade with double capsule." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side "ruptured and incapsulated device, 4 baker grade with double capsule." Device has been explanted.

Event description:
Healthcare professional reported, left side "ruptured. And incapsulated device. 4 baker grade with double capsule". Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified, rupture: no observed, openings in the device. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Double capsule: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.